Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported the pt received less medication than intended. The device was programmed to deliver an unspecified medication via a syringe at a rate of "120ml-125ml/hr" with a volume to be infused (vtbi) of 10ml and the delivery was started. After an unspecified length of time, the pump alarmed vtbi complete. The nurse noted the syringe was only "1/2 empty. " the nurse reprogrammed the pump and resumed the delivery. After an unspecified length of time, the pump alarmed vtbi complete, and the nurse noted the syringe still contained medication. The device was removed form clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.